Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter flashes for several minutes and then transfers to pump and issue was not resolved with troubleshooting.